Manufacturer narrative:
Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to re-occurring pump error 38. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. Pump error 38 was found on 09/10/2024 00:15--01:38 & 12/02/2024 08:59 in history files and traces. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and found evidence of gearbox jammed. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, gearbox jammed. Pump error 38 is confirmed due to occurring during testing and due to gearbox jammed. Unable to confirm rewind anomaly due to pump error 38 re-occurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1712k was requested and the customer response was the device will be returned.